Event description:
It was reported that during the implant procedure, the patient went into respiratory arrest and expired as a result of the complication. The physician did not believe the lead was associated with the patients death.